Event description:
Related manufacturer reference number: 2017865-2022-06394. It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise. No intervention was performed. The patient was stable.